Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(4) 2012, the manufacturer's consultant reported that the vns patient was scheduled for generator replacement surgery on (B)(6) 2012 due to generator migration. The surgeon's nurse reported that the generator was replaced on (B)(6) 2012 without incident. The vns treating neurologist reported that the vns patient stated he felt that his generator is moving around in his chest on his last office visit on (B)(6) 2012. The patient had been implanted on (B)(6) 2008. The patient's current settings were output=0.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min. The neurologist had referred the patient to a surgeon for a possible revision/replacement. The physician reported that no patient manipulation or trauma occurred and that it is unknown if a non-absorbable suture was used during the patient's implant surgery.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the patient's generator that had been explanted due to migration would be returned to the manufacturer. The generator was received by the manufacturer for product analysis on (B)(4) 2012. Product analysis is still underway and has not yet been completed.